Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('imaging showed one device displaced into the abdomen') and embedded device ('other embedded into the uterus') in an adult female patient who had essure (batch no. B02264) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain ") and heavy menstrual bleeding ("menorrhagia"). The patient was treated with surgery (robotic hysterectomy and cystoscopy with temporary stent placement). Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation, embedded device, pelvic pain and heavy menstrual bleeding outcome was unknown. The reporter considered device dislocation, embedded device, heavy menstrual bleeding and pelvic pain to be related to essure. Lot number: b02264. Manufacture date: 2013-02. Expiration date: 2016-02. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 18-may-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('imaging showed one device displaced into the abdomen') and embedded device ('other embedded into the uterus') in a female patient who had essure (batch no. B02264) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain ") and heavy menstrual bleeding ("menorrhagia"). The patient was treated with surgery (robotic hysterectomy and cystoscopy with temporary stent placement). Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation, embedded device, pelvic pain and heavy menstrual bleeding outcome was unknown. The reporter considered device dislocation, embedded device, heavy menstrual bleeding and pelvic pain to be related to essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.